Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer torqvue delivery system. During procedure, 10000 units of heparin was administered and the device was successfully implanted. During access site closure, an atrial fibrillation (af) was noted on telemetry. 150 mg dabigatran etexilate mesylate was prescribed. The patient was reported discharged returned to normal sinus rhythm on (B)(6) 2024 noted on electrocardiogram (EKG).

Manufacturer narrative:
An event of an atrial fibrillation (af) was noted on telemetry during access site closure was reported. Information from the field indicated that the patient was discharged with normal sinus rhythm. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.